Event description:
Robotic case (all I was told): "the pa in the case went to insert an instrument through the port and felt some "resistance" then a "give". Later in the case, dr. (B)(6) found what seemed to be a small piece of black plastic in the pt, and it was to be believed it came from the port." Pt status: fine.

Manufacturer narrative:
Ra has just rec'd the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.